Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the distal end of the fiber/glass cap was detached and not returned; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited moderate char; the glass cap exhibited moderate devitrification at the output window; the outer flow tubing exhibited scratch marks and mild contamination, likely biologic at the open end. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing during a prostate procedure. It is unknown how the procedure was completed. No further information was provided. Patient outcome: "no damages to the patient".